Event description:
Taxus express post market surveillance study. It was reported that 272 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the pt presented with in stent restenosis requiring subsequent reintervention. The index procedure treated the de novo, 75% stenosed 3.0x28mm target lesion located in the distal right coronary artery (rca). Treatment consisted of pre-dilation with an unspecified 2.5x20mm balloon inflated to 10 atmosphere's (atm's) and the placement of a 3.0x28mm taxus express2 drug eluting stent deployed at 10 atm's. Post dilation was performed with the taxus delivery system balloon at 12 atm's. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The pt was discharged 2 days later on bayaspirin, panaldine and warfarin. No angina was confirmed at the 1 and 6 month f/u visits. On day 272, in stent restenosis was confirmed. On day 273, reintervention treated the 99% restenosed 3.0x12mm target lesion located in the distal rca with angioplasty resulting in 0% residual stenosis. The pt condition "became better" and was discharged the next day. Per the physician, the event was listed as "definitely related" to the device. No angina was confirmed at the 1 yr f/u.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.